Manufacturer narrative:
Summary of evaluation:the evaluation results, although perhaps inconclusive in the absence of the event baseplate, could not verify this complaint and suggest that this event is not device related.

Event description:
After three attempts, the insert would not snap on the baseplate. There was no adverse consequence for the pt or delay in surgery or anesthesia time.